Manufacturer narrative:
Product was evaluated for evidence of allegation. The returned ameda purely yours breast pump met ameda specifications for suction and speed, and passed visual inspection standards. No evidence of malfunction was observed.

Event description:
As part of ameda, inc's quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc. On (B)(6) 2013 to report low, uneven suction while pumping with the purely yours breast pump. She replaced many pump pieces with no resolution. Customer reports decreased milk output and motor sounds distorted. Customer's breasts were left engorged and painful due to ineffective milk drainage from breasts. Customer reports a diagnosis of unilateral mastitis after contacting her health care provider. She was prescribed oral antibiotics, nursed often and treated breast with cold compresses that resolved her infection.